Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose reading of 117 mg/dl from his freestyle flash meter and got into a car accident about 4-5 hours later. Customer also reported experiencing symptoms of lightheaded and sweating prior to the accident and recalled it was a hot day. In addition, customer reported loss of consciousness but it's unknown if that happened before of after the accident. Paramedics were called and informed customer that her sugar was "off" and treated customer with food. Customer was then transported to a local hospital where he was treated with intravenous solution. Customer did not recall what his diagnosis is and there was no report of death or permanent impairment associated with this case.